Event description:
Livanova received report that a centrifugal pump 5 (cp5) stopped during a procedure. The device was replaced with another and the procedure could be completed.there was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the centrifugal pump 5 (cp5). The incident occurred in san antonio, texas. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that this event is a duplicate of another event already captured in livanova complaints database thus this specific case will be voided. In addition, the event is assessed as not reportable based on information received that the pump was functional and did not stop. The customer communicated an issue with pressure module which disappeared from the display panel. The pressure monitoring function can be used to trigger an alarm which, however, does not affect pump control and does not impair the functionality of the pump. Therefore, the reported event is not likely to cause or contribute to death or serious injury and it is therefore assessed as not reportable.